Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that a fogged image appeared slightly only in the surgeon side console (ssc) viewer and other monitors had no issue. The customer attempted reseating the scope to the vision side cart (vsc) and cleaning its tip did not clear the problem. The customer replaced the 30-degree endoscope with another one, but the issue persisted. Tse advised them to restore video settings, but they declined during the call and said they would do it later. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically in its original configuration.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) due to fogged image that appeared in the surgeon side console (ssc) viewer. The system was tested and verified as ready for use. Isi has not received the pmsc for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed, and the reported problem was not confirmed or replicated. In the system logs, there was no evidence of related errors. Upon visual inspection there were no issues found related to the reported event. The pmsc was installed on golden system and was able to be programmed and power-cycled 10 times without error. The unit was tested using surgeon side console (ssc), and the image appeared clear, sharp, and color accurate. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.